Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test with 0.08850 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No unexpected no delivery alarms noted during testing. Motor was tested outside the device and passed. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood. Customer experienced symptom related to their high blood glucose such as dizziness. Customer's blood glucose at the time of incident was 500 mg/dl and was getting a no delivery alarm during bolus. The customer was wearing the insulin pump at the time of admission with a blood glucose of 473 mg/dl. Customer was treated with saline and insulin shots. Blood glucose was 412 mg/dl at the time of the call. Troubleshooting was performed but declined to check for possible site/insulin issues. The insulin pump was replaced and will be returned for analysis.